Event description:
The facility reported a flo-gard infusion pump with a malfunction of "does not work." It is unknown when this condition occurred, however it was known to have occurred in area c. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a flo-gard infusion pump that "does not work" was confirmed and reproduced as an unspecified keypad issue during product evaluation. This condition was caused by the cn601 cable not being connected properly. The cn601 cable was reconnected to correct the reported condition.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.